Manufacturer narrative:
When exporting plan data to an rtp link file, oncentra simulation is designed in such a way that only export plan data which is supported by the simulator is transferred. Info on this is stated in the oncentra simulation user manual ((B)(4)). Treatment plan data which is not supported by the simulator is not exported to rtp link. This includes dose values, mus, wedges, bolus and compensators. These items are left out which require the user to verify correct input of all parameters into other systems using the approved treatment plan. The values that are being left out is a precaution measure and safety feature to avoid that the transferred data is used for treatment delivery without any further verification. The typical next step in the workflow would be to send the plan back to a treatment planning system to recalculate the dose values and needed beam limiting accessories. A customer info bulletin (cib) has been created and distributed to all oncentra simulation customers worldwide.

Event description:
The customer exported a treatment plan with wedges in the beams to oncentra simulation (ocs). During the simulation, the customer decided to make some beams a little longer so he made a copy of the plan. While in this status, not in the modus verification anymore as real simulation, he simulated the pt and made some changes for some beams. After the simulation, he exported the plan from ocs 2.4 to lantis via rtp link. At lantis, he imported the plan and saw that the mu's were 0 for all beams. The customer then entered the mu's manually, but was not aware that the wedges of the beams were not in anymore and no longer part of the treatment plan. He treated the pt with the same count of mu but as an open field without the wedge for the beams. A mistreatment took place. The pt was planned for 20 fractions of 2 gy each. He received 10 fractions in total of 60 gy. When this was detected, the radiotherapy session was cancelled and the treatment not finalized.